Event description:
It was reported that five days prior to report, during the patient¿s pacemaker check-up procedure, the pacemaker¿s ¿programming head¿ was ¿unintentionally placed¿ over the patient¿s implantable neurostimulator (ins). It was noted that at this time the patient¿s ins ¿seemed to have been turned off.¿ it was stated that it was realized the ins was off because the patient ¿became unwell¿ the day after the procedure. It was further stated the patient was ¿conscious¿ and their ¿response was dull or none.¿ it was noted the patient¿s device was then turned back on and the patient ¿recovered to the previous condition.¿ it was further reported that on the day of report the ¿pacemaker¿s programming head¿ was tested on an ins ¿demonstration can¿ and it was found the ins ¿switched when the programmer head was placed over it.¿ it was noted ¿whether the device had been switched was judged by placing the pacemaker¿s programming head over the ins, then telemetry was used to communicate with the ins to confirm the counter.¿ additional information received reported that two days after the pacemaker wand was placed over the implantable neurostimulator (ins) placed in the left chest the patient¿s family perceived that the patient¿s body movements became slow with an observation of leg extension and sleep tendency. It was noted that the patient consulted with the health care professional (hcp) who check the therapy devices which revealed that the power switch was off on the left ins. It was noted that after the switch was turned to on the patient¿s eye-opening condition improved and the patient responded to an instruction to take a position with raised arms. It was noted that by using a demonstration device it was confirmed that the power supply of the ins could be affected by the magnet during a pacemaker check and may power the stimulator off. It was noted that the packing did not contain precautions to alert of the use of deep brain stimulation therapy with a pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 4968-35, implanted: (B)(6) 2007. (B)(4).